Event description:
It was reported via repair work order that the zoom drive was intermittent due to damaged zoom handles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the zoom drive was intermittent due to damaged zoom handles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.